Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001825034 - 2019 - 02451, 0001825034 - 2019 - 02452, 0001825034 - 2019 - 02453, 0001825034 - 2019 - 02454, 0001825034 - 2019 - 02455. Concomitant medical products: primary di# 00880304674998 , 151847, oss 23cm tapered diaph segment lot 370180, primary di# 00880304674943 , 151842 oss 13cm tapered diaph segment lot 294250, primary di# 00880304239630 ,150442 oss non-mod prox tib 7cm15x150 lot 024600, primary di# 00880304239609, 150439 oss non-mod prox tib 7cm 9x150 lot 608940, primary di# 00880304239609, 150439 oss non-mod prox tib 7cm 9x150 lot 108790. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during the distribution process packaging damage with sterility barrier potentially compromised was identified. No patient or surgical involvement. No further information available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported packaging damage event was confirmed via visual examination. It was identified the packaging was damaged in transit. Device history record (DHR) review was performed with no related manufacturing deviations or anomalies identified. Root cause is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available.